Event description:
It was reported patient underwent a total knee arthroplasty in 1992. Subsequently, patient underwent a patellectomy on (B)(6) 2014 due to a migrated patella. The tibial locking bar and tibial bearing were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - 1992; PMA/510(k) number; manufacture date ¿ unknown.